Manufacturer narrative:
On 17 march 2017 the medical affairs performed a clinical evaluation and commented as follows: partial hip revision surgery of stem, head and liner 2 years after primary cementless tha in a (B)(6) year old overweight woman. The radiographic image provided shows the presence of radiolucent lines in grenz zone 1 sign of proximal mobilization. The stem looks slightly undersized and varus-positioned; this may be due to the patient's anatomy, which cannot be clearly assessed having only a single-projection x-ray. Aseptic loosening is possible, literature described adverse event following tha and causes are often undetermined. In this case, undersizing and varus positioning may have contributed to the loosening; also weight of the patient and sequelae of spinal surgery (as visible in the provided image) should be considered. A final determination of the main cause for failure cannot be made. Batch review performed on 27 march 2017. Lot 148000: (B)(4) items manufactured and released on 10 april 2015. Expiration date: 2020-02-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Not available.

Event description:
The patient came in complaining of pain, the surgeon noticed lucency around the stem. The surgeon revised the stem, head and liner. The surgery was completed successfully. X-rays are available. Explants are not available.